Event description:
It was reported to medtronic neurosurgery that the device was explanted on (B)(6) 2015 as the patient was having headaches. According to the report, the doctor did not think it had to do with the valve. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, reflux, pressure-flow, and pre-implantation testing. Therefore, it is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).